Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable, the ball bearing was damaged, and the device was out of calibration. The motor and ball bearing was replaced and the device was recalibrated, and this resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device needed recalibrated and had a defective motor and damaged ball bearings. All needed replaced. No further information provided. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.